Event description:
Reportedly, the pt received inappropriate shock due to noise oversensing. The device was changed and returned for analysis. The existing isoline lead s/n (B)(4) remained in the body, lead breakage was not confirmed on the x-ray photo. Another ventricular lead was implanted with a new ICD. It was reported that during the previous follow ups (one month before), ventricular fibrillation episode due to noise sensing were also observed thus persistence was re-programmed (number of persistence cycles were increased). Other measurement values, such as impedance was normal.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.